Event description:
Patient reported they were pretreated with topical lidocaine in the cheeks and both sides of the mouth and noted the healthcare professional believed they "must have been having an allergic reaction to the lidocaine", but that the hcp continued with the planned juvederm injections which included juvéderm vollure¿ xc and juvéderm voluma® xc. Following the injections, other members of the medical staff applied hydrocortisone cream 1% to the patient's face. Patient was advised to take benadryl. Later that day, patient was experiencing "excrutiating pain and had a very bad reaction to the products". Patient's face was terribly swollen the next morning. Patient went back to the healthcare professional for dissolution. The healthcare professional prescribed steroids and keflex at this time. In addition to the pain and swelling, patient also experienced lots of pressure around the injection sites. A week later, the patient returned to the healthcare professional noting they had "several hard lumps around their mouth" and their doctor told them it was only their lymph nodes." Patient noted they are disfigured, still in pain, and noted their smile is horrible. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information received noting that 1ml of each syringe was injected. The juvéderm vollure¿ xc was injected into the oral commissures and the juvéderm voluma® xc was injected into the bilateral malar. Healthcare professional described the event as "mild redness". The steroid mentioned prescribed by the patient was noted to be a medrol dose pack. The symptoms reportedly fully resolved about a week after onset according to the healthcare professional.